Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. As the 2.5x12mm liberte bare stent system was advanced to the left anterior descending artery (lad), the shaft was broken. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, a shaft break occurred. As the 2.5 x 12 mm liberte bare stent system was advanced to the left anterior descending artery (lad), the shaft was broken. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - an examination of the returned device found that the hypotube separation was 47cm from the edge of the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).